Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing ineffective stimulation. Surgical intervention took place to explant and replace the patient's ipg. Surgery addressed the issue.

Manufacturer narrative:
The explant date was corrected following the receipt of new information.

Manufacturer narrative:
The reported event for ineffective therapy was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing.